Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed while high lead impedance was not confirmed. As received the helix was found retracted and clogged with blood. After cleaning and applying torque directly to the helix, the helix could be extended and retracted. The lead was otherwise normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an atrial lead implant procedure on (B)(6) 2021. During the procedure, the helix would not screw back properly after being implanted in the patient. Also, during the parameter testing, the atrial lead had high pacing impedance. Physician explanted and replaced the atrial lead in the same procedure. The patient was in stable condition. .